Manufacturer narrative:
(B)(4). Additional information: (the device was manufactured from august 5, 2014 - august 6, 2014). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a black mark on the filter of a small volume infusor. This observation was made after the device was filled with fluorouracil (baxter-compounded solution) and before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.